Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked. This was observed before use of the device during training for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information is added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection showed a small crack on the edge of the lid, however, no bruising or crushing of the lid was evident. Leak testing was performed with satisfactory results. Attempts were made to reproduce the issue however, results failed to reproduce the defect. The reported condition was verified. The cause of the condition could not be determined; however, possible causes are use error by over-twisting onto the female luer port; or an issue related the raw material of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.